Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received several alarms. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that her blood glucose was 160 mg/dl and sensor glucose was 57 mg/dl when it triggered threshold suspend. The customer performed find lost sensor. The customer stated that the alarms did not occur during the find lost sensor. The customer stated that the bent cannula was not bent when they removed the sensor. The sensor will not be returned for analysis.